Event description:
It was reported the patient lost stimulation sensation following a fall. The patient fell out of a wheelchair onto the kitchen floor (date unknown). Additional information has been requested but was not available on the date of this report.